Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned device revealed the coil was returned outside of the introducer. The cover of the pouch was analysed and no anomaly was noted. The seal was not gathered or pinched. However, the base of the pouch cover was torn. The coil was inspected and found to be slightly kinked at the zap tip. Microscopic inspection revealed the apex zap tip shape and the base zap tip shape surface was smooth. The dimensions of the coil were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking for an unspecified procedure, a sterilization issue occurred. During unpacking of a 4mm/4mm complex helical - 18 coil, it was noted that the product was packaged in a way that the coil was pinched in the sterile seal of the package. No patient complications were reported as there was no patient involvement.

Event description:
It was reported that during unpacking for an unspecified procedure, a sterilization issue occurred. During unpacking of a 4mm/4mm complex helical - 18 coil, it was noted that the product was packaged in a way that the coil was pinched in the sterile seal of the package. No patient complications were reported as there was no patient involvement.

Manufacturer narrative:
(B)(4).